Event description:
It was alleged that while the instrument was loaded and under axial-rotation, that an audible "crack" was heard and the instrument shaft broke at the distal end. The instrument wrist was reported as being abnormally bent. There were no reported complications due to the breakage. No patient harm or patient injury was reported.